Manufacturer narrative:
The subject device referenced in this report was not returned to olympus medical systems corp. (Omsc) for evaluation. Therefore the exact cause of the reported event could not be conclusively determined at this time. A supplemental report will be submitted, if additional or significant information becomes available at a later time.

Event description:
During an endoscopic retrograde cholangiopancreatography, the subject device was used in combination with another company's endoscope. The subject device fell off in the small intestine in the middle of the procedure. The subject device was retrieved. The intended procedure was completed with another device. There was no patient injury reported.

Manufacturer narrative:
This is a supplemental report to provide additional information. The subject device was returned to olympus medical systems corp. (Omsc) for evaluation. The cap was partially torn. No other abnormalities such as dirt that lead to the reported event was not confirmed. The manufacturing record was reviewed and found no irregularities. Omsc presumes that the event occurred since the subject device was used with another company's endoscope. The above device handling has warned in the instruction manual.